Event description:
During prep of the omniwire pressure guidewire, there was a failure to connect. The device was removed and replaced with no harm to the patient. Manufacturer response for omniwire pressure guidewire, omniwire pressure guidewire (per site reporter). Mfg notified by the site.